Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post-implant, an accumulation of pericardial fluid was observed. A perforation of the right ventricular (rv) was suspected but not confirmed. Six days later there was no increase in the fluid and the patient will continue to be observed. It was noted that during the implant procedure, the rv lead was repositioned from a septal position to the apex due to high pacing thresholds. The lead remains in service with no intervention performed. No additional adverse patient effects were reported.